Event description:
The account alleged that with the positioning mode armed for the pt positioning monitor (ppm), the bed would not alarm until the pt was completely off the frame of the bed. The account stated that there were no injuries. The account alleged that a pt was in the bed and the bed was being used in a geriatric unit. The account stated that the maintenance staff adjusted the ppm sensors to resolve the problem. The ppm sensors needed to be adjusted.

Manufacturer narrative:
The account would not remove pts from beds or allow the tech to perform any investigation. Due to census, the account will not remove bed from service, but will notify and have add'l staff in the unit. A proposal was given to the account to repair and upgrade all their "a' version advanta beds to the "b" version scale ppm system, also replacing sensors. The tech spoke with the accounts maintenance staff and they indicated that they did not "adjust" the sensors, as previously stated.